Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus button on the insulin pump does not respond and the act button was starting to fail. Customer stated she wears the insulin pump in her bra. Blood glucose value the night prior to calling was 386 mg/dl which she treated with manual injection since she was unable to bolus. Blood glucose at the time of the call was 138 mg/dl. Customer stated that the keypad issue started about a month back. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and was not replaced.